Event description:
A medtronic representative reported that the navigation system camera was damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.replacement device shipped to site on 18-mar-2015 for issue resolution. Medtronic investigation of returned suspect device finds that the positioning sensor unit (psu - camera) failed an accuracy assessment kit (aak) test at .46 mm. The reported event was confirmed to be caused by an electrical failure mode due to a failed diagnostic test.

Manufacturer narrative:
The camera was replaced on the system. After camera replacement a medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No issues found. System performed properly. Issue resolved. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.